Manufacturer narrative:
The pdm involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have caused or contributed to erroneous blood glucose readings. The omnipod user guide instructs the customer to use a back-up meter to confirm bg readings in the event that readings taken from the pdm are suspect. No conclusion can be reached at this time. In addition, the omnipod user guide instructs users to check blood glucose levels frequently, so they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the patient always carry extra supplies in case of an emergency.

Event description:
A hospital nurse reported that the customer was "admitted to the hospital for dka"; her bg level at the time of admission was 890mg/dl. The nurse expressed concern that bg readings from the pdm were 100 points lower than readings taken from the hospital meter. No other information about her hospital stay or the pdm involved was reported. The pdm will not be returned for evaluation. Note: the customer stated she had been using a "new version" of test strips that have not yet been cleared for use with the omnipod system.